Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw805f35 catheter. As received, the balloon was found to be ruptured between the windings. Both balloon windings were intact and the latex edges appeared to match at the ruptured region. Balloon inflation testing was performed and back pressure was observed, indicating an occlusion from the balloon inflation lumen. Cut down was performed on the catheter body. The balloon inflation lumen was found to be occluded with an unknown radiopaque, clear material throughout the lumen. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency was observed from the catheter body. The unknown particle was sent to chemistry for further analysis. Energy dispersive spectroscopy (eds) detected the following elements: iodine, chloride and sodium. The detected elements are commonly used in the types of procedures performed while using the reported model of fogarty catheter in this complaint. Iodine is typically found in contrast medium, and chloride (along with sodium) are components of normal saline. The customer report of "did not deflate" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Associated MDR #2015691-2019-01303.

Event description:
It was reported that prior to use when testing the balloon on a fogarty catheter, the balloon did not deflate after inflation. The same issue then occurred with a second fogarty catheter. There was no patient or vessel injury. Demographics were requested and not provided due to privacy laws. The lot numbers were unknown.